Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a precedex infusion which was programmed to run at 3.3 ml/hr (vtbi unknown) began to free flow. The patient became hypotensive and bradycardic as a result of the event and required IV fluids, bag mask ventilation with 100% oxygen, and a cardene bolus. No further patient or event information was provided.